Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion, the area was prepped with alcohol. According to the patient, on (B)(6) 2025, upon sensor removal, the patient stated there was a pimple and inflammation at the insertion site, and the skin around it felt hard. The following morning, he decided to visit the urgent care clinic where the physician assessed the insertion site, prescribed an oral antibiotic (doxycycline 100 mg, twice daily for 7 days), and recommended that he keep an eye on the area. On (B)(6) 2025, at 5:30 pm, the patient went with his wife to her dermatology appointment, and he asked the doctor to examine the area during the visit. The doctor advised continuing the prescribed antibiotic treatment, and if the symptoms do not improve, an incision and drainage may be necessary. At the time of the report, no photo was provided, the symptoms had already improved after treatment, and he was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.